Manufacturer narrative:
The initial report was originally submitted in december 2017.

Event description:
A valve was implanted on (B)(6) but did not seem to operate although no anomaly could be detected during surgery. The valve was explanted and replaced the following day.